Manufacturer narrative:
The head of the microscope can be attached and detached from the arm of the ceiling mount by loosening the security screw and moving the head of the microscope into a position wherein the hook of the ceiling mount then allows it to be detached. Upon examination by a field service engineer, the head of the microscope had been reattached to the arm of the microscope, however, the security screw was loose. The field service engineer tightened the security screw, examined the mechanical integrity of the system and found it to be sound. The user manual provides direction to the user to check the device prior to use to ensure the security screws are locked correctly. It appears that this incident was caused by user error.

Event description:
While the dentist was repositioning the head of a dental microscope prior to performing a procedure, the head of the microscope detached from the arm of the ceiling mount while over a patient. The dentist and patient caught the microscope head. No injury occurred as a result of this incident.